Event description:
In 2009, the patient reported experiencing elevated blood glucose of 200 mg/dl. He stated that he had eaten a salad for lunch and he bolused 6 units of insulin. He noticed his shirt was wet and found that insulin was leaking from his infusion site. He uses his abdomen as an infusion site, and he does not have scar tissue. He stated that one out of every 4-5 infusion sites leaks after 24 hours of use and usually occurs after he programs a bolus. He was educated on alternative infusion sites and he was sent information on infusion site management and sample infusion sets. Upon follow up a week later, the patient reported that three days after the original date, he bolused 16 units of insulin and he noticed insulin leaking from the top of the infusion site. He stated that the infusion site adhesive was not wet. He stated that an hour and a half later, his blood glucose elevated to 240 mg/dl. He began use of a sample infusion set and his blood glucose measured 90 mg/dl last night before bed and measured 113 mg/dl this morning when he woke up. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.